Event description:
It has been reported to philips that the wireless footswitch intermittently loses it's connectivity. The issue was reported to be found during clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. Based on information provided, the wireless footswitch loses connection with the wireless base station. Philips has completed a good faith effort to get further information regarding the patient and procedure outcome. However, the customer could not provide the information for this occurrence. In general, they were able to complete the procedure by using a wired footswitch or by restarting the azurion system. A philips service engineer inspected the system onsite but was unable to reproduce the reported problem. No actions were taken onsite. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).